Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information was reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Investigational inputs were requested as indicated per internal procedures for this failure mode. Visual examination of the provided x-ray images provided on (B)(4) found no evidence of implant fracture, disassociation, or anything indicative of a device non-conformance. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. - attachment: (B)(4).

Event description:
The literature article entitled, "revision of femoral prosthesis with impaction allografting and a charnley stem" written by f. Piccaluga, a. González della valle, j. C. Encinas fernández, and r. Pusso published by the journal of bone & joint surgery 2002;84-b:544-9 on 5 october 2001 was reviewed. The article reports on results 54 patients with 56 reconstructions that received charnley stems without distinction of depuy cement and non depuy cement (both were utilized). The article reports 2 patients (one with identifiers) required revision of aseptic loosening and painful subsidence of the stem. Intraoperative complications: intraoperative fracture treated with strut allografts and cerclage wires (1). Wound complications: three with 1 receiving irrigation, debridement and IV antibiotic therapy and the other 2 had wound hematomas that drained spontaneously without patient consequence. Trochanteric nonunion and dislocations: 10 total nonunions without information provided on further interventions; 3 dislocations without information on provided interventions subsidence: 2 patients required revision due to subsidence of the femoral stem. Heterotopic ossification occurred in 25 patients but no information provided if patients required interventions. The article fails to provide adequate information to determine accurate quantities of impacted products. One female patient that received revision for loose stem and subsidence has identifiers and captured in a linked complaint.